Manufacturer narrative:
Medical records have been received by the manufacturer and a clinical investigation has been completed. The patient reported a leak in his catheter extension tubing for a few weeks and had cloudy fluid for one week as of (B)(6) 2015. The patient also did not sanitize his/her hands before connecting or disconnecting. His drain bags were still cloudy. The patient's pd fluid culture was confirmed positive for coagulase negative staphylococcus. The patient was instructed to continue cefazolin daily ip (intra-peritoneally) for 10 days, but to stop gentamicin upon this culture results. It is likely that a hole in a staysafe set contributed to patient contracting peritonitis. Also, the patient breaching aseptic technique at home probably added to this infection. The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse of a peritoneal dialysis (pd) patient reported a patient had a hole in his catheter extension and that the patient contracted peritonitis as a result. Upon follow-up, the patient's pd nurse reported that due to the hole in the catheter extension set, a fluid leak occurred causing the patient to contract peritonitis on (B)(6) 2015. The pd nurse stated the patient received 3 doses of antibiotics. The medical records confirmed the patient had a leak in catheter tubing for a few weeks and had cloudy fluid for one week. He also reported having abdominal pain. The patient was given gentamicin and cefazolin. Upon home visit on (B)(6) 2015, the nurse noted no liquid hand-soap, dirty organizer, and the patient forgot to put on a mask when connecting the solution bag to cartridge line. The patient did not sanitize hands before connecting or disconnecting the catheter extension. The patient's drain bags were still cloudy. The patient was prescribed 1 gram of cefazolin daily intra-peritoneally for 10 days, and to stop taking the gentamicin. Patient reported improvement in his effluent and his physical condition.